Manufacturer narrative:
This medwatch was received in a paper format via mail from the FDA and delivered to an unattended mailbox due to covid-19 workplace policy restrictions. Upon discovery the report was investigated per procedure and the mail receiving process has been modified. User facility medwatch number: (B)(4). It was reported by the facility that the indwelling foley was removed from the patient after the balloon completely deflated. The facility reported that the patient instantly experienced bleeding from the urethral opening requiring pressure to be held for greater than 10 minutes by the registered nurse at the base of the penis to occlude the arterial bleed. A urology consultation was required and after catheter removal a coude catheter was placed. The nurse reported that the patient experienced a arterial bleed with no lasting effects and the patient was voiding spontaneously at the time of discharge. The facility reported that only 10 mls of fluid were confirmed in the foley balloon before removing. The sample is not being returned for evaluation, however photos were returned. The photos that were returned did not confirm the customer reported issue. A definitive root cause was not able to be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that the indwelling foley was removed from the patient after the balloon completely deflated. The facility reported that the patient instantly experienced bleeding from the urethral opening requiring pressure to be held for greater than 10 minutes by the registered nurse at the base of the penis to occlude the arterial bleed.